Event description:
The complaint was received from a customer that stated the glucometer elite was reading lower and erratic. The customer stated that the customer's blood glucose readings were between 129-139 mg/dl. Because of these lower readings no humulin r insulin was given. On the day of the event the customer went to have a "lab sugar" done. Around 6 pm that evening the laboratory called the customer and advised the customer to go to the hospital because the customer's blood glucose readings were very high. The customer was in the hospital for several days. The customer is concerned because 3 months ago the customer had a kidney transplant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. However, the customer's technique was not satisfactory. This was corrected. A request was made to identify what lot number of reagent was used as well as have it returned for evaluation.